Event description:
A malfunction alarm was reported, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and following the reset, the malfunction code did not recur. The customer was informed that the pump could continue to be used and advised to report if the issue happened again, which the customer understood and acknowledged.